Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.reference reports 3012447612-2022-00177 through 3012447612-2022-00179.

Event description:
It was reported that 3 tether set screw drivers with fractured tips were received at a warehouse from a hospital. The hospital did not provide any patient or surgical information with the returned parts. The sales rep for the hospital was contacted and confirmed there were no patient impacts. This is report two of three for this event.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed the tips of all three returned drivers are fractured. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the parts were likely conforming when they left zimvie control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that 3 tether set screw drivers with fractured tips were received at a warehouse from a hospital. The hospital did not provide any patient or surgical information with the returned parts. The sales rep for the hospital was contacted and confirmed there were no patient impacts. This is report two of three for this event.